Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, while surgeon was operating it came to her notice that ceramic coating on the jaws of a fenestrated bipolar forceps has worn out. The customer used a backup instrument of the same kind to continue. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The customer reported issue was replicated/confirmed. For clarification, the instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.042 x 0.138. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The root cause of this failure is attributed to mishandling/misuse.